Event description:
It was reported that on (B)(6) 2014, one mitraclip was successfully implanted in a patient with functional mitral regurgitation (mr), successfully reducing the mr from 3+ to mild mr, with satisfactory results. Post-procedure, a hematoma developed and femstop was applied. The patient experienced acute blood loss at the hematoma site. Protamine sulfate was administered to counter act the heparin given during the procedure. The patient was given one unit of packed red blood cells for acute blood loss anemia. Hypovolemia was noted and epinephrine was administered to maintain cardiac output and blood pressure. The femoral hematoma resolved that same day. Additionally post procedure, the patient experienced non-serious, leukocytosis without reported treatment. The blood loss, with accompanying hypovolemia, resolved the following day, on (B)(6) 2014. Post procedure, the patient also experienced hyperkalemia, hypermagnesemia, thrombocytopenia, metabolic acidosis, malnutrition, and a worsening of pre-procedure bilateral pleural effusions and bibasilar atelectasis, all reportedly not related to the mitraclip system. On (B)(6) 2014 the patient was discharged from the hospital with home health. There was no additional information provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The reported prolonged hospitalization was a result of case specific circumstances, as prolonged hospitalization was required due to the acute blood loss and anemia. Based on the information reviewed, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Additional information was received on 04/11/2017: prolonged hospitalization was required due to the acute blood loss and anemia. No additional information was provided.

Manufacturer narrative:
(B)(4). A failure analysis of the complaint device could not be performed as the product was not returned for analysis. Incident information provided to abbott vascular and manufacturing records were reviewed. In this case, there was no reported device malfunction. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of hemorrhage, hematoma requiring transfusion and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Additionally, hemorrhage, hematoma, hypotension, anemia, abnormal test result (non-serious leukocytosis), additional therapy/non-surgical treatment and treatment with medication are listed in the no-fault risk assessment for mitraclip as potential no-fault events that may be related to the procedure, pre-existing co-morbidities or prior conditions. Further information provided from the account stated that the femoral hematoma, blood loss, and hypovolemia were not related to the device. It was noted that the patient did not have an infection and, as such, the leukocytosis was possibly due to the foreign device (clip implant). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.